Event description:
Information was received that the pt with this left ventricular (lv) lead was not feeling well. Threshold measurements were noted at 2.3v at 2ms. During an upgrade procedure the lv lead was surgically abandoned. To date, there were no reports of adverse pt effects due to this procedure. There were no malfunction associated with the device system that were reported.